Manufacturer narrative:
Manufacturing site information was corrected per trace/track data.

Manufacturer narrative:
H3: code "other" was selected as the medical device remains implanted. Return not possible. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on (B)(6) 2017, the patient underwent endovascular treatment of an abdominal aortic aneurysm and a right common iliac artery aneurysm using gore® excluder® aaa endoprostheses. On unknown date, during a follow up, dilation of a left common iliac artery was observed. On unknown date, during a follow up, slight enlargement of the abdominal aortic aneurysm was observed. On (B)(6) 2023, reintervention was performed. Left internal iliac artery was coil embolized and additional stent graft was implanted to extend to a left external iliac artery. The patient tolerated the procedure. The physician stated that this reintervention was expected because the stent graft was landing in the left common iliac artery, which was in poor condition.